Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure (batch no. 621809) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in (B)(6) 2008 and polyp removal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced back pain ("severe and persistent back pain"), migraine ("migraines") and dysgeusia ("metal taste in mouth"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and dysgeusia had resolved and the back pain, alopecia, dyspareunia, migraine, weight fluctuation, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dysgeusia, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she tried different treatments and ultimately recommended a hysterectomy, because it would help the abnormal bleeding. She experienced auto-immune like symptoms: hair loss, metallic taste in mouth diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 621809) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in (B)(6) 2008 and polyp removal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2009, the patient experienced abdominal distension ("bloating"). In 2009, the patient experienced back pain ("severe and persistent back pain"), migraine ("migraines") and dysgeusia ("metal taste in mouth"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced weight fluctuation ("weight fluctuations"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she underwent total hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage and dysgeusia had resolved and the back pain, alopecia, dyspareunia, migraine, weight fluctuation, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, dysgeusia, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: she tried different treatments and ultimately recommended a hysterectomy, because it would help the abnormal bleeding. She experienced auto-immune like symptoms: hair loss, metallic taste in mouth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2009: fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on 17-jan-2019: the case is incident. Reporter information was added. Her demographic was updated. Her historical and concurrent condition was added. Lab data was added. Essure indication was added. Essure removal date was added. Per medical record: essure lot number was added. Previously reported event: severe and permanent injuries was updated to more specified events: severe and persistent pelvic pain, severe and persistent back pain, hair loss, dyspareunia, migraines, weight fluctuations, bloating, fatigue, metal taste in mouth and abnormal bleeding were added. She had recovered from abnormal bleeding and dysgeusia and recovering from pelvic pain. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.